Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted on the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, he experienced a skin reaction with pain, blister and infection, under entire patch area. The reaction was treated with a prescription of an oral antibiotic, cephalexin, and a fucidin cream. No photo was provided. There was no documentation of further medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.